Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested to livanova deutschland for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient site during maintenance. There was no patient involvement.

Manufacturer narrative:
The replaced pump was returned to the original equipment manufacturer for evaluation. The investigation revealed that the pump was dirty and the motor bearings were damaged due to corrosion. This was determined to be the cause of the reported issue. The cause of the corrosion was not determined.

Event description:
See initial report.